Event description:
It was reported that shock impedance on this tachy lead was out of range (> 150 ohm). Lead extraction is planned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 13th of october 2023 and 12th of april 2024 recorded an initial stable lv pacing impedance of 400 ohms with a rise to 1,200 ohms in (B)(6)2024 and a gradual increase to 1,500 ohms until the end of the recording period. Further analysis showed an initial stable lv stimulation threshold of 1.2 volts with an increase to >3 volts in (B)(6) 2024. Furthermore, an initial stable shock impedance of 50 ohms with an abrupt rise to >150 ohms in (B)(6) 2024 was recorded. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.